Event description:
It was noted that during a percutaneous coronary intervention, a stent damage occurred. The target lesion being treated was located at the distal right coronary artery. An attempt was made to advance the 3.50x38mm promus element plus stent into the target vessel however, it was unable to cross the lesion. Resistance was felt upon the removal of the device and the physician had difficulty in withdrawing it. The device was removed intact yet it was noticed that the proximal strut of the stent was lifted. The device was then replaced with a different device and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).